Manufacturer narrative:
Upon further investigation, it was noted that the gel tube sample had been centrifuged at 2500 xg for 5 minutes. Increasing the recommended centrifugation speed could cause disruption of the gel layer causing particles to clot or stick to the probe. Reducing the recommended centrifugation time could cause incomplete centrifugation, abnormal sample aspiration or probe contamination by gel.

Manufacturer narrative:
Date received by manufacturer should be 10/02/2015. The clinical picture of the patient can include the occurrence of an abnormal quality and quantity of immunoglobulins. This assay is sensitive to igm and may cause an interference in the test. Based on the available data, the most likely root cause is related to pre-analytics and the unique characteristics of the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for (B)(4). The erroneous results were reported outside of the laboratory. The patient presented to the emergency room on (B)(6) 2015 where a capillary sample was tested on an unknown device and the crp result was 97 (unit of measure not provided). An intravenous sample was obtained and the crpl3 result from the laboratory on an c501 analyzer was 2.54 mg/l. This result was reported outside of the laboratory where the emergency physician called the laboratory to confirm if the result was correct. On (B)(6) 2015 the sample was repeated on the c501 analyzer and the result was 88.50 mg/l. The patient was not adversely affected. The crpl3 reagent lot number was 613311. The expiration date was not provided.